Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it was discarded by the hospital; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a sternal closure implant disassembled during implantation. The needle popped off the band while trying to thread the band underneath the sternum. The patient was closed with a new sternal closure implant. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. The sl360 multi-implant system (item# 74-0004, lot# 743710) was not returned for investigation and no photos, scans, x-rays, or physician's reports were provided. The DHR for this product was reviewed; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint regarding the needle popping off the band for this item# 74-0004, lot# 743710. The most likely underlying cause could not be determined. It is possible that the surgeon created excess fatigue at the needle interface by applying excessive force. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.